Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the customer's allegation was confirmed. The device evaluation found corrosion at the video connector-electrical contacts and disconnection of the camera cable. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed a poor image quality with red lines and sandstorm. There were no reports of patient harm.